Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular lead exhibited low defibrillation impedance and failed to convert the patient's ventricular tachycardia (vt). Another vector was attempted and was able to successfully convert the vt. The patient presented to the emergency room and expressed they felt light-headed during the event. Programming changes were performed to resolve the issue. The patient was stable.